Event description:
The tube broken less than two months after implantation.

Manufacturer narrative:
Note: product reference (B)(4) is not cleared for sales in the USA, but it is similar to a product reference cleared under #510k130576. Batch history review: we have checked the manufacturing file of batch nr 36978021 which complies with our specifications and does not present any discrepancy. No other similar complaint has been reported on this batch of access ports released in (B)(6) 2021. Investigation results: we did not receive the complaint sample nor x-ray pictures for evaluation. Conclusion: without the complaint sample or x-ray pictures, we cannot conclude on the real cause of this incident. However, this is an isolated incident inside the whole batch; catheter rupture is a known complication of the access port implantation; this is a rare incident (<0.01%), consequently, no corrective action is envisaged for the moment.